Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported on (B)(6) 2017 that they are getting a poor communication screen on their programmer. They stated that no matter what they do, they cannot recharge their implant. The patient mentioned that the implant was not working, and they think they broke it. At the time of the report, the patient confirmed there was a reposition antenna screen on their recharger. The patient stated they went to do some water aerobics the other day, and later that afternoon they could not walk because they were in a lot of pain. They mentioned that they last felt stimulation on (B)(6), which is also when they last successfully recharged the device. The patient restated that they do not know if it was in (B)(6) that they last recharged and felt stimulation. The patient was to follow up with their healthcare provider. No further complications were reported. The patient was implanted for failed back surgery syndrome. Additional information was received from the patient on (B)(6) 2017. The patient said the device went dead in her body and that it may have been her fault. The patient had been told she could have the ins jump started. The patient further reported that her hcp told her had it in long enough and they replaced it with a device from a different manufacturer. The patient said that her device had been dead for several months. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.